Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge change error occurred, and a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 282 mg/dl.